Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Unrelated to the complaint the battery compartment was found to be cracked and the bolus button was found to be torn.

Event description:
The force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred.